Manufacturer narrative:
Approximate age of device ¿ 2 years and 15 days. Device evaluation: a root cause for the pump stoppages captured in the log file cannot be conclusively determined through this evaluation. However, they appear to be consistent with a potential compromise in the driveline. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline replacement and no further alarms were observed. Approximately 17 inches of the replaced portion of the driveline were returned. The evaluation did not reveal any issues that would have contributed to the events captured in the log file, however, the driveline was not entirely returned. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there were multiple pump stoppages that started on (B)(6) 2018 at 6:21. The manufacturer¿s technical service representative reviewed the submitted log file and observed 4 motor stops. There was another pump stoppage on (B)(6) 2018 at 18:59 and the last one was recorded on (B)(6) 2018 at 5:23. When the pump parameters recovered, a pump stoppage occurred. It was recommended that the patient power the pump with batteries or an ungrounded patient cable on a power module until further investigation is completed. X-rays of the percutaneous lead (driveline) were requested. A heartmate ii driveline distal end replacement was made. There were no immediate alarms following the driveline replacement. Additional information was requested but has not been provided.